Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hypersomnia ("sleep most of the day"), fatigue ("so tried"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain") and pelvic pain ("I was in pain for days at a time"). The patient was treated with surgery (hysterectomy). At the time of the report, the device expulsion, hypersomnia, fatigue, fibromyalgia, arthralgia and pelvic pain outcome was unknown. The reporter considered arthralgia, device expulsion, fatigue, fibromyalgia, hypersomnia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: 'device expulsion, hypersomnia, fatigue, fibromyalgia, arthralgia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received ¿ case becomes incident. New events sleep most of the day, so tried, fibromyalgia, joint pain, I was in pain for days at a time were added. Essure removal surgery were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.